Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00511. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was resumed post procedure.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00511.